Manufacturer narrative:
Corrected information: d9, h3. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The customer reported that the device overheated at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Event description:
The customer reported that the device overheated at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.